Manufacturer narrative:
Brand name: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluation: visual inspection of the returned product found a scratch on the lens optic. The lens was returned in liquid. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
A cc4204a collamer single piece lens, +18.5 diopter was returned to the manufacturer damaged. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.